Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2022 h6 component code: g07002 no device problem found h3 investigational narrative: eleven packets of product code z493g were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-(B)(4). Date sent to the FDA: 3/23/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total esophagectomy procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was detached from the needle easily when pulling the suture after passing the needle through the dermis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: original event information: 3 sutures were detached from the needles in a row during use. They were not control release needles. Corrected event information: the suture was detached from the needle easily when pulling the suture after passing the needle through the dermis. The issue occurred with one needle-suture. Product code: z463h => z493g, lot number: rhmleu =>rhmleu, rkmapc (possible lots), qty of product involved: 3 => 1, qty to be returned: 0 => 11. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.